Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020

Manufacturer narrative:
This report is submitted on november 16, 2020.

Event description:
Per the clinic, the patient experienced pain with device use. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.